Event description:
Consumer complaint of low blood glucose results. Customer states normal glucose results are 120-130 mg/dl. Customer is concerned with a result in memory of 43 mg/dl. Other results in memory 108 mg/dl, 86 mg/dl, 103 mg/dl, 97 mg/dl, 98 mg/dl, 108 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).